Manufacturer narrative:
(B)(4). Date sent: 1/22/2026. Additional information was requested and the following was obtained: can the generator log be pulled and provided to the complaint for engineering review? 4001 and 001e.

Manufacturer narrative:
(B)(4). Date sent: 12/22/2025. D4 batch #: a98h5a. Additional information was requested and the following was obtained: it was mentioned that harmonic would not stop working, but was it noticed any bleeding or tissue damage? No, there were not any bleeding or tissue damage. Treatment after this incident occurred (e.g., removing the device from the generator, replacing it with a replacement, and then completing the procedure.) The handpiece and harmonic were replaced. Please also let us know if any additional treatments have been performed to the patient. No, there were any additional treatments have been performed. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with no apparent damage. The device was connected to a test handpiece and a gen11. During functional testing, it was noted that the min hand control button was nonfunctional. However, the device did activate when tested with the footswitch. No continuous activation was noted as reported the device was disassembled to verify the condition of the internal components and the hand control dome assembly of the min button was noted to be out of its intended position . This resulted in the min hand control button being nonfunctional. No conclusion could be reached as to how the dome assembly was out of its intended position as part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch a98h5a, and no non-conformances were identified.

Event description:
It was reported that, during an unknown bo-byn surgery, the activation button sound kept ringing and did not stop during use. Min button did not work when harmonic was checked immediately. (Min button was pressed all the time and did not go down). An error message ¿two switch activations detected¿ was displayed when connected to gen11.the blade tip was not broken off and no pieces fell into the patient. Gen11 was used. The number of remaining uses of hp054 was unknown. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.